Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The patient's wife reported the following: in 2009 my husband had hip surgery to have a total stryker device implanted. On (B)(6), after completing lunch at a restaurant, my husband went to stand up and the hip prothesis broke. He could not walk and was in horrible pain and was taken by ambulance to the nearest hospital. Every doctor and surgeon that saw the x-ray told us they have never seen an artificial hip break where his did. On (B)(6) my husband endured a four hour long revision surgery. Update 10/26/2015: patient's blood levels tested high for chromium and cobalt.